Manufacturer narrative:
The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the samples showed split tubing on the catheter tubing and a scratch mark was observed along the whole catheter tubing at the same filled stripe as the split tubing. The first sample failed a catheter leak test with leakage observed at the nose of the adapter. The second sample passed the leakage test, but a dent was observed on the luer. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed, and it was suspected that the split tubing could be possibly caused by a damaged metal wedge during the flaring process. During the flaring process, the deformed base of the metal wedge could have caused the metal wedge to be not able to sit properly onto the flaring pin. When the catheter tubing was assembled downwards onto the metal wedge, the misalignment could cause the tubing to split. The scratch mark on the tubing surface might possibly be caused by the split tubing weakening the material. The assembly process was reviewed, and the dent observed was suspected to be caused by the adapter encountering the gripper at the tipper station. This happens if the machine is misaligned. The occurrence rate for leakage due to an inner luer dent or split tubing for insyte products is very low and based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case. Communication for the split tubing and inner luer dent defect was issued to all production technicians to monitor the occurrence of these defects.

Event description:
Leakage occurrence at the catheter(cannula) and chamber(hub) junction.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus 24ga x 0.75in had leakage at the catheter junction. The following information was provided by the initial reporter: leakage occurrence at the catheter(cannula) and chamber(hub) junction. A defect was confirmed during insertion and there was patient blood on the catheter.